Manufacturer narrative:
A product investigation was conducted. Visual inspection: the instrument was inspected, and the ball ø2.5 mm assembly and compression spring are missing from the construct preventing the device to function as intended. Document/specification review: the relevant drawing(s) was reviewed: locking bolt measuring device. Slider assembly. No design or manufacturing defect or deficiency was observed during the investigation. From the drawings in can be seen that the ball ø2.5 mm and compression spring are components of the instrument and therefore a conclusive determination has been reached. The overall complaint was not confirmed for the instrument as the device is missing the ball and spring components and is not broken. A definitive root cause for this complaint could not be determined. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part #: 357.402, synthes lot number: 4529978, manufacturing site: (B)(4), release to warehouse date: 03-jan-2002. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on march 11, 2020, the locking bolt measuring device f/trochanteric fixation nails was broken during reverse logistics audit of returned device at millstone. There was no patient involvement and no additional information is available. This report is for one (1) locking bolt measuring device for trochanteric fixation nails this is report 1 of 1 for complaint (B)(4).